Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the contact portion insulating tape of paddle is broken, the tabs fell off, they were not secure. There was no report of patient involvement.